Event description:
It was reported via repair work order that there was no power to the bed due to damaged power prong on the power cord. It was further reported that the motion interrupt pan was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.